Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional detailed testing was completed in our corporate laboratory. An organic residue consistent with a fatty acid ester or mixture of fatty acid esters was identified on the rv spring contact. However, since this device passed all testing, we cannot definitiely conclude that the residue contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker and non-boston scientific right ventricular (rv) lead presented to the emergency room (ER) due to a lead safety switch for rv impedance measurements of greater than 3,000 ohms. The rv lead configuration was in unipolar when the patient came to the ER. Pacing threshold measurements were noted to be good and the rv impedance measurement was 500 ohms. There were no episodes of noise noted. Troubleshooting and programming options were discussed. The configuration was programmed back to bipolar and the patient was following up with their physician. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which indicated that high rv pacing impedance measurements were again noted. Lead impedances were measured while manipulating the pocket and with arm manipulation, and measurements were variable; however, measurements were normal when the patient was still. No actions had been performed at that time and the patient planned to follow up with their physician. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that unstable impedance measurements were reproduced in bipolar. No out of range measurements were noted in unipolar. The patient noted they felt a strange sensation in their chest at times. Rv noise, oversensing and pacing inhibition without asystole were also noted with isometrics. A surgical revision was performed, and no out of range impedance measurements or noise were able to be reproduced with lead and header manipulation, or via the pacing system analyzer (psa). Therefore, this device and the patient¿s non-bsc rv lead were explanted and replaced. No additional adverse patient effects were reported.